Event description:
It was reported that the ventilator generated alarms for high air supply pressure while it was connected to a test lung. The ventilator stopped delivering air. There was no pt involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.